Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating out of box failure. Stating there is a tear in the seat upholstery.